Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, menometrorrhagia and cervical dysplasia. On (B)(6) 2005, the patient had essure (ess205) inserted. In march 2005, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2005, the patient experienced constipation ("gi conditions, gastrointestinal or digestive system condition type: chronic constipation"). In 2007, the patient experienced migraine ("migraine"), headache ("headaches") and alopecia ("hair loss"). In 2008, the patient experienced tooth disorder ("dental problems") and dysgeusia ("metallic taste in mouth") and was found to have weight increased ("weight gain"). In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal), type: vaginal yeast"), vaginal discharge ("vaginal discharge") and feeling abnormal ("neuro condition/problems, neurological conditions or problems type: brain fog"). On an unknown date, the patient experienced pelvic pain ("pelvic pain/other/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), anxiety ("psych injury, psychological or psychiatric problems condition: anxiety"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vision blurred ("vision problems, vision/eye problems type: blurred vision"), depression ("psych injury, psychological or psychiatric problems condition: depression"), abdominal distension ("gi conditions, gastrointestinal or digestive system condition type: bloating") and pain in extremity ("leg pain"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, metrorrhagia, anxiety, bladder disorder, urinary tract disorder, vulvovaginal mycotic infection, vaginal discharge, urinary tract infection, migraine, headache, feeling abnormal, alopecia, constipation, tooth disorder, vision blurred, weight increased, vaginal haemorrhage, depression, abdominal distension, dysgeusia and pain in extremity outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, bladder disorder, constipation, depression, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, metrorrhagia, migraine, pain in extremity, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date in previous follow-up: ??-(B)(6) 2014. She received treatment for pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse)'dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods), psych injury, bladder/urinary problems, vaginal infection, vaginal discharge, uti, migraine, headaches, neuro condit/problems, hair loss, gi conditions, dental problems, vision problems and weight gain. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Pathology test - on (B)(6) 2015: a. Endometrial curetting: mid-secretory phase pattern endometrium, fragments of endometrial polyp. No evidence of endometrial hyperplasia. B. Leep cervical cone: moderate dysplasia (cin ii) identified in the 12 -3 o'clock quadrant the cervical margins are not involved. Focal mucosal ulceration and chronic endocervicitis.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received events "abnormal bleeding, (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), type: vaginal yeast, psychological or psychiatric problems condition: depression and anxiety, neurological conditions or problems type: brain fog, pain, vision/eye problems type: blurred vision, gastrointestinal or digestive system condition type: bloating; chronic constipation, metallic taste, leg pain" were added. Lab data and patient demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.